Event description:
Caller states neonate patient received the following performa system/lab results within 10 minutes: 62 mg/dl/47 mg/dl; 87 mg/dl/60 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The user received a questionable troponin t result for one patient sample. All results are in ug/l. The initial result was 0.068 and the two repeat results were <0.010. The result of <0.010 was reported outside the laboratory. No adverse events were alleged regarding the event. The troponin t reagent lot number was 158877.

Manufacturer narrative:
The event occurred in (B)(6). Two meters were reported to have been in use when the reported comparisons were obtained. Caller did not specify which meter produced which result.